Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s device was interrogated whereupon it was concluded the patient¿s right atrial lead had become dislodged. The physician then repositioned the lead. The patient was stable before during and after the dislodgement and repositioning.